Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).